Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external equipment. Pt stated they got the implant in (B)(6) 2025. The reason for call was patient said they are in pain and the implant is not working for them. Patient said the implant turns off on them while they are sleeping and wakes them up in a lot of pain worse than before the implant. Patient also said they can't go into group c and sometimes can't go into group b. Agent tried to understand if pt sees any error screens, pt said no it just won't go. Pt then added they get error code service code 2113 and to press the button, and it asks them if they have it in the back pocket. Pt stated the therapy is stuck on group a and that while charging the handset screen shakes and a white screen goes on top of it and it jumbles up. Agent attempted to make the distinction between charging and changing settings cannot be done at the same time, pt stated she knows. Pt stated the "if it was at 70%", or around 50%, it won't let her get into the device. Agent was unable to ask clarifying q uestions due to nature of call. Pt stated they can feel things running up their legs and it will just go away by itself and group b goes off once in a while so they have just been stuck on group a and they are not able to move around. Patient mentioned they are worried that this is going to mess them up for good since they got it and that's why they are getting depressed a lot. Pt stated the manufacturer representative (rep) said they'd have to charge implant twice a week, but the pt has been charging daily. Pt added they had appt with hcp on (B)(6) 2025 to remove staples and stitching, agent was unable to advice against charging while healing. When agent asked for event date, pt stated the pain started right after their surgery and it's different than the pain before implant. Pt stated they feel sharp pain that went from their back to the stomach and side, and their hips were in pain. Pt stated when they did the trial, their back and hip pain, as well as knee pain, were gone. Pt sent request to replace handset and redirected back to hcp to address pain.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that there was some confusion with this patient, and rep met with them for education of devices, pain coverage and this is not an issue anymore.